Manufacturer narrative:
Under the precautions section found within the novasure instructional manual: it has been reported in the literature that pts with severely anteverted, retroflexed or laterally displaced uterus are at greater risk of uterine wall perforation during any intrauterine manipulation. Also, according to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported that during the attempt to place the novasure system within the uterine cavity, a uterine perforation did occur. The novasure system alarmed for a failed cavity integrity assessement (cia) test. The user removed the disposable novasure device and attempted the cia test again. After a second failed cia test, the user confirmed a uterine perforation at via hysteroscopy. No injury to the bowel was noted. No further treatment was given. The pt is reported to be doing well.